Event description:
Guidewire fractured in vivo. Total separation. No surgical intervention was required. The line revealed lesons in both the lad and ramus coronary arteries with the ramus branch being almost equal in size to the lad. Two stents were placed in the lad using high pressure inflations; good results were obtained with no difficulty noted with the stabilizer that had been inserted initially. The ramus branch was then entered, using the same stabilizer, which was placed very distal. Four different 8 french guiding catheters were introduced over the wire while in the ramus. The lesion in the proximal portion of the vessel was dilated and a dissection was observed. A stent was placed after which a second dissection was noted just distal to the stent, but very proximal to the tip of the guidewire. A second stent was then introduced and successfully used to tack the more distal dissection with good results. At the time that the second dissection was observed, the wire assumed a kinked-like appearance ("l" shaped) very distal to the dissected area of the vessel. This was approx. Four hrs into the case. No visible fracture or separation was observed on line. The case was completed, and when the wire was withdrawn, the tip was still noted to be in the very distal portion of the ramus. There was no report of feeling any jerking or resistance when the wire was withdrawn. The line that was viewed provided no indication of when the actual fracture occurred during the case, but the wire appeared to be intact until the point of full separation was noted. Extensive manipulation of devices on the wire occurred during the four procedure hours pre wire fracture. It was also indicated that the wire was subjected to performance requirements well in excess of what is usual and customary.